Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be under infusing outside the amounts that mmdg considers non-reportable. The pump fingers were worn and caused the pump to under infuse. The pump was repaired and will be returned to the user facility.

Event description:
The initial reporter stated that the pump door would not close because it was warped. After the pump had been returned to mmdg it was discovered that the pump was under infusing outside the volumetric range mmdg considers non-reportable. Both problems were discovered during testing, and had no patient impact. (B)(4).